Manufacturer narrative:
H6 codes belongs to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep reported that the reason the lead was repositioned 3 spinal levels lower than the 2 active lead was because although the impedances of the active electrode (which was next to the unconnected electrode) were normal, it was suspected that it might be interfering with the stimulation. After placing the electrode three levels below, it was found that the stimulation once again covered the patient's painful area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep reported that the patient remains with three electrodes (two active and one inactive, being that in this surgery the inactive one was moved away from the active electrodes).

Event description:
Additional information was received. It was stated that the 1st loss of stimulation effects occurred in (B)(6) 2025, and the 2nd loss of stimulation effects occurred in (B)(6) 2025. It was also confirmed that the lead migration was for the first event in september, not the 2nd loss of stim. Due to an oversight, the electrode migration on the 1st loss of stimulation effects was not reported before. They were aware of the first loss of stimulation event on (B)(6) 2025 and then lead migration on (B)(6) 2025. They were aware of the second loss of stimulation event on (B)(6) 2025. For the 1st instance of loss of stimulation, the lead migrated (the patient had two electrodes implanted, but only one was being used for stimulation). An x-ray was performed: the lead used for stimulation had migrated. Revision surgery was performed on (B)(6) 2025, where a third lead was implanted (clinical decision, the physician did not want to open the incision where the original electrodes were implanted, fearing infection). A plug was placed on the migrated lead, on the ins site). For the second loss of stimulation occurrence, other stimulation configurations were programmed, but still no stimulation effect. An x-ray was performed: no lead migration (the leads do not appear to be touching in the x-ray). There were no differences in impedance before and after the revision surgery. The new active electrode showed all impedance between ranges. This issue was initially resolved in the first revision surgery performed on (B)(6) 2025, but now the patient has once again lost stimulation effects. Other stimulation configurations were programmed, but still there was no stimulation effect. New electrode revision surgery scheduled for (B)(6) 2025. Information was confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, b3: date is unknown. G2. Foreign: portugal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a loss of stimulation effects. In this case a patient reported a loss of paresthesia at her hand suddenly, without any apparent reason. The patient was implanted with 2 epidural leads at the cervical level, to cover the hand area. Recently though, the system had to be revised as one of the two implanted lead migrated. During the revision procedure, the physician decided to leave the migrated lead and implant a new one in proximity to the unused one. After the revision surgery, the patient reported to have a very good therapy coverage. She was very happy. However, recently, the patient reported that one day, after standing up from a lying position, the therapy got suddenly insufficient. To solve the issue, you tried to reprogram the stimulation, using different electrode configurations and different settings, but you were not able t o reproduce the optimal therapy. From the fluoroscopy (ap and lateral) it is clear that none of the leads have migrated (compared to post-revision) and none of the leads seem to touch each other at any position. The impedance test showed that all the impedances are within range, and also the absolute values do not look like to have changed compared to before the revision. It was also mentioned that when the patient bends the head (chin towards the chest), they feel a strange stimulation sensation as well. With the physician, you agreed to go for an x-ray to make sure that the leads are not touching. If nothing helps, the physician is considering removing the unused lead and try to program the stimulation with the other leads and see if the stimulation can be restored as it was before. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the revision procedure was performed as planned on (B)(6) 2025. The cause was not discovered. The inactive electrode was placed three spinal levels below the active electrode. The physician chose not to remove the inactive electrode (fearing infection on the ins site). No leads were explanted. The event resolved. The patient again benefits from stimulation (which covers the entire painful area).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep reported that the lead was not moved to a different location.